Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that insulation damage with externalized conductors were found. The lead was capped and replaced.